Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant procedure a pacing failure was noted and loss of slack and dislodgement was noted through x-ray. It was noted that insufficient slack was placed during implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.